Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, and h10. 4310 - intuitive surgical, inc. (Isi) did not receive the sureform stapler reload associated with incident. However, isi did receive the sureform 45 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have a firing failure based on log review; however, this was not replicated during in-house testing. The stapler instrument was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Neither the sureform stapler 45 reload nor the sureform instrument involved with the reported event has been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2020. The sureform 45 firing failure occurred with part number 480445-03, lot t90190708-0031, while using a green sureform 45 reload. Firing failed at 87% completion, which would produce a ¿tissue too thick to continue¿ message. This occurred on the 12th overall firing in the case (out of 13 total fires), but it was the first firing attempt by that specific sureform 45 stapler instrument. Prior to that, a different sureform 45 stapler instrument was used, and had fired one white, and three blue sureform 45 reloads. All four firings were completed. The curved-tip stapler30 instrument firing failure occurred with part number 470530-06, lot t10190204-0014, while using a green stapler 30 reload. Firing failed at 61% completion, and would produce the typical ¿unable to complete fire¿ partial fire message for an endowrist stapler. This occurred on the 13th overall firing in the case (out of 13 total fires), and it was the 8th firing attempt by the curved-tip stapler 30 instrument. The logs also revealed that the curved-tip stapler instrument had been used in subsequent procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a sureform 45 instrument allegedly misfired with a green sureform reload installed, resulting in a gap in the staple line. As a result, the surgeon had to over-sew the staple line. However, at this time, the cause of the intra-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a sureform 45 instrument allegedly misfired with a green sureform reload installed. As a result, the surgeon had to over-sew the staple line and complete the staple line with a curved tip stapler30 instrument. On 08-jul-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: it was reported that the operating room (or) staff noted a ripped stapler sheath on a sureform stapler 45 instrument that was in use. Then the or staff swapped out to a second sureform stapler 45 stapler instrument. However, on the first fire with the second sureform stapler 45 instrument, the surgeon encountered a partial firing failure with an ¿exposed blade¿ error message. There was a hole identified in the incomplete staple line. As a result, the surgeon had to over-sew the hole in the staple line and complete the staple line with a curved-tip stapler 30 instrument. There were no clamping issues before firing. The following were confirmed: there were no malformed staples, the surgeon did not use any buttress material, the tissue was normal with no calcification, the tissue was not exposed to chemotherapy or radiation, and there was no tissue tension/tissue bunching. The curved-tip stapler 30 instrument had a reload recognition issue, and one firing failure. However, it was confirmed that the or staff was able to resolve the issue and complete the procedure using the same curved-tip stapler 30 instrument. All instruments were inspected prior to use, and no damage was noted.